Event description:
The user facility reported a 80-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The impella cp was placed but flows were not optimal. The impella was seen under fluoroscopy to have a partial kink in place. The medical director decided to continue with the percutaneous coronary intervention procedure under impella support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the low pump flow has been completed since the original report was filed. The pump was returned, tested, and evaluated. Visual inspection found a kink on the cannula. The cause of the low pump flow issue was patient condition related since cannula kinked due to patient anatomical issues.